Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber damaged at tip at 80 joules. The fiber was replaced and the case was continued with a second fiber. The second fiber also damaged at the tip at 137,609 joules. The case was continued with a third fiber. This report is for the first fiber. No patient injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap and the fiber are fractured distal to glue zone. Based on the analysis findings, the fiber/ cap conditions would result in forward firing. The most probable root cause that contributed to this failure was suspected to be localized heat accumulation/ user handling can occur when tissue adheres to the fiber cap surface. Reference MFR #2937094-2013-00636.